Event description:
A baxter sales representative called baxter corporate product surveillance to report a clearlink system catheter extension set in which a disconnection occurred. According to the report, the extension set was being used with a power injector, knowing that it is not approved be used with it, when the extension set "popped off" from the catheter. The disconnection occurred at the connection point of the luer and catheter. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer.